Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg wire was confirmed but the cause could not be determined from examination of the provided photographs. The items submitted for assessment were two photographs of what appeared to be the distal tip of a 3cg stylet. The photos were blurred and only captured the amber colored polyimide tubing section of the wire. A sharp kink in the wire could be seen near the mid section of the wire tip. No other potentially relevant information could be determined from the photographs. Unfortunately, the provided images were insufficient to determine what the potential root cause behind the kinked wire was and an assessment about whether the damaged wire potentially contributed to the described signal interference. Potential contributing factors include advancing the wire past the catheter tip while inserted, insertion through a tortuous path, and general wire damage but no definitive cause was identified. Should the physical sample be returned for evaluation this complaint will be reopened and further assessment will be performed. A lot history review (lhr) of reav1829 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the healthcare professional (hcp) was inserting the PICC on (B)(6) 2017 and stated that the catheter felt and appeared to be coiled. It appeared that the catheter was in the correct place, the ¿p¿ wave was visible on the screen; then disappeared. The hcp removed the sensor wire and reported that it had a ¿weakened spot¿, like it was partially cut. No patient injury was reported.